Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2013 at midnight she obtained an blood glucose readings of ¿3.8 and 5.9 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds the expected value of (B)(4). In response to the lower than expected reading of ¿3.8 mmol/l¿, the patient claimed she ate extra food. At the time of the call, the patient reported that she tested on another device within a few minutes of obtaining the low reading on the subject meter and obtained a result of ¿6.0 mmol/l¿. It is not known if the patient tested on the other device before or after she treated herself with the food and/or drink. The patient is on insulin pump therapy and denied making any adjustments to her medication due to the alleged inaccurate reading. In addition, the patient denied developing symptoms. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to an adverse event. The patient did not develop symptoms nor receive medical treatment for signs/symptoms suggestive of a serious injury after obtaining the alleged inaccurate readings. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-device evaluation: the analysis of the subject meter was completed on 07/29/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.